Event description:
Customer reportedly obtained results of 377 mg/dl, 358mg/dl, 328mg/dl, 199mg/dl, and 170mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device, however, caller states strips are unavailable for return.